Event description:
It was reported that this right ventricular (rv) shock lead impedance (sli) increased to about 116 ohms, which was within normal limits. Technical services suggested monitoring until about 145 ohms. The health care professional (hcp) was going to discuss this with the physician. Additional information received, indicated that about one and a half years later, at the device change out, the sli had out of range measurements, greater than 150 ohms. The physician was okay with the impedance and it was noted that the patient only needs cardiac resynchronization therapy pacing. No defibrillation threshold (dft) test or commanded shocks were delivered, due to the health of the patient and the lead remains in service. No adverse patient effects were reported.